Manufacturer narrative:
Correction: d6b - date of explant. A patient experiencing pain at the extension site was reported to abbott. The extensions were explanted. Ipg closed with port plugs and penta lead remain implanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2021 wherein the extensions were explanted to address the issue.

Manufacturer narrative:
A patient experiencing pain at the extension site was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-18745. It was reported the patient is experiencing pain at the extension sites. Surgical intervention may take place at a later date.

Manufacturer narrative:
Date of event is estimated.